Manufacturer narrative:
Vyaire complaint #: (B)(4). Results on onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the user interface module (uim). The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The fa lab was not able to duplicate the original complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touch screen on the vela ventilator is locked up and will not allow changes. The customer advised there was no patient involvement associated with this event.